Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). Device was returned due to the 2009-077-rn homechoice / homechoice pro iipv field communication and software upgrade. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: 0.101 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.101 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). The device was evaluated in the product analysis lab (pal). Measured resistance from power entry module ground to door post, 0.001 ohm; checked for loose ground, no problems found; internal inspection, no problems found; reviewed the device history for previous return, previous return unrelated; reviewed the logs, not confirmed ground bond resistance failure via the patient logs (this type of issue would not recorded in the logs). The pal determined that the device did meet specification relative to the reported issue. The assignable cause for device failed ground bond resistance test was undetermined. Device was sent to servicing.